Event description:
This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with (B)(6) in an approximately (B)(6) male patient coincident with dianeal pd4 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies. In (B)(6) 2009, the patient began treatment with dianeal pd4 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag (dose, frequency and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). In 2010, the patient experienced fungal peritonitis. It was not reported if the patient required hospitalization, or if the patient received remedial therapy. The root cause and outcome for the event of fungal peritonitis was not reported. Action taken with dianeal pd4 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies was not reported. The nurse did not provide a causality statement for the event of fungal peritonitis

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.